Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a leak from the alinity m system that left the footprint of the instrument. The customer stated the leak is coming from the system solution drawer, and is likely liquid waste. The leak was toward the front of the instrument, and extended on the floor in front of the system solutions drawer where the user stands. No injuries or splashes were reported, and the customer was wearing personal protective equipment (ppe) at the time of the leak and clean up.